Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "(B)(6) 2020 we placed a single lumen 3fr provena PICC for long term abx.straight forward insertion no issues able to confirm w/ 3cg. 4 days later primary rn calls to report difficulty flushing and no blood return. Upon assessment I was able to flush but no blood return. Of note, the pt's abx went from q12hrs to once daily so my thought at the time was that the PICC was not being flushed as often as it should. I instilled cath-flo and after a 2hr dwell time I was able to aspirate blood. Later that same day pt's rn calls again to report similar complications so I ordered a cxr which showed placement in svc but to me it seemed a little short of the 'sweet spot'. We then were able to deduce that the complication was occurring somewhere near the insertion site so we ordered an xray of the rue which showed a coil/kink in the catheter after it had entered the vein. Using the us we could see that the catheter was coiled in the vein so we did our best to straighten out the catheter and we were able to get it to a point where it was flushing and had + blood return but the arm had to be set in just the right way for it to work. The pt has to be admitted for entire duration of abx due to insurance reasons so we made the decision to d/c the PICC and place a midline which we can monitor closely. The 3fr provena catheter occupied 29% of the pt's vessel. The pt reports that he recently lost close to (B)(6) so there was a lot of extra loose skin."